Event description:
It was reported that shortly following the implant procedure, the physician performed diagnostic imaging which showed a dislocation of this subcutaneous implantable cardiac defibrillator (s-ICD) electrode. Provocative isometrics were performed with no abnormalities observed. Boston scientific technical services was contacted and it was discussed that although noise was not over-sensed, the poor electrode position could cause future problems with arrhythmia conversion, over-sensing, or inappropriate therapy. Potential programming options were discussed, but it was mentioned that surgical intervention may be required to reposition the electrode. At this time, the s-ICD electrode remains implanted and no adverse patient effects were reported.